Manufacturer narrative:
The review of the device history record indicate the part met specification. Although received by engineering disassembled, visual inspection indicates the tulip head and screw shaft are no longer disassembled. The sequoia screws were recalled on 02/13/2008 and the office recall and emergency coordinator was notified of the actions taken on 02/19/2008. Further investigation is pending.

Event description:
Remedial action notification: in 2008, the sales representative reported that during a l3-l5 procedure the surgeon had already locked all the closure tops on the l3-l5 screws. The l5 closure top was unlocked, reason unk. The rod sprung up and the head of the screw disassembled. The screw was then explanted and a new one was implanted. Additional info received on 19 feb 2008 via telephone, the sales representative reported that the surgeon was reducing a spondylosis and the surgeon had already placed the closure top on the screw but the reduction level below was at maximum. The surgeon took off the closure top and took out the rod. When the surgeon was applying pressure to the spine, the spine moved back and the tulip head of the screw dissociated. It is unk if there was a surgical delay. There was no report of pt injury. Action has been initiated to recall sequoia screws on 02/13/2008.